Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. ECG d was cut off of the cable connecting ECG c and d. The cause for the failure was the cut cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt failed incoming functionality testing.